Manufacturer narrative:
The patient experienced an adverse event with the same device lot number on 24 sep 2019. The event is documented in MFR report # 3003464075-2019-00055. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatability has been established.

Event description:
A report was received on (B)(6) 2019 from the home therapy nurse (htn) regarding a (B)(6) year old female with a medical history of glomerulonephritis and end-stage renal disease, who became symptomatic approximately 30 minutes after initiating her first standard hemodialysis treatment using the nxstage system on (B)(6) 2019. Symptoms included feeling unwell with vomiting, tachycardia, and shortness of breath. Additional information was received on (B)(6) 2019 from the htn stating treatment was terminated with rinseback and the patient recovered without sequelae.